Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to updated has been updated and provided in summary narrative in section b5 with this report.

Event description:
The coroner was contacted and stated that no foul play was suspected in the customer's passing. The customer passed away on (B)(6) 2020. The cause of death is still pending an autopsy. The customer passed away at home. The caller stated they were investigating somogyi phenomenon as a contributing factor to the customer's passing. The customer was wearing the insulin pump at the time of death. The customer was not using sensors at the time of passing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in an unknown location. The cause of death was unknown. The caller did not state whether the customer had any illnesses that may have led to the customer's passing. The customers blood glucose was over 600 mg/dl at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. It is unknown if the customer was using sensors. The customer had previously reported a broken retainer ring but the reservoir was able to lock in place. No further information was available at the time of reporting. The caller declined to return the insulin pump for analysis.